Event description:
The filter install in the opposite direction.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Images provided by the customer were reviewed to confirm that filter in the cartridge was assembled backwards. There was one device from the same lot found in the inventory which was investigated to confirm the complaint. A failure investigation was initiated to identify the root cause of the issue. According to the investigation, operator did not follow procedure. The wall which prevents the filter from being loaded incorrectly was removed from the fixture, allowing the operator to load the filter jugular and/or femoral approach. CAPA ca-00041 has been initiated and the wall was installed back on the fixture as an immediate corrective action. Instructions were placed on the workstation, which visually displays operator on how to load filter in the cartridge.